Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, this is another complaint that the poly portion of the button is spinning on the metal backing. It caused it to get loose. The patella came right off.